Manufacturer narrative:
Mml reference no. (B)(4). B2 other: pain/discomfort. There has been no further report of pain since the ipg was repositioned. Per the implant and programming manual, a known risk associated with surgery, implantation of a medical device, or use of reactiv8 is acute or persistent pain, and/or discomfort due to the presence of the device. Updated the patient information section.

Event description:
It was reported that the patient experienced pocket pain at the implantable pulse generator (ipg) site. The patient underwent a surgical procedure to reposition the location of the ipg. The event was successful, with no report of patient harm or injury. The device remains implanted and functional. The device history record was reviewed. No non-conformances were identified that could have contributed to the pain experienced by the patient. Following the ipg repositioning, the patient continues to run stimulation bilaterally.

Manufacturer narrative:
Mml reference no. (B)(4). B2. Other: pain/discomfort. Although requested, the patient demographic information is not available.

Event description:
It was reported that the patient experienced pocket pain at the implantable pulse generator (ipg) site. The patient underwent a surgical procedure to reposition the location of the ipg. The event was successful, with no report of patient harm or injury. The device remains implanted and functional. The device history record was reviewed. No non-conformances were identified that could have contributed to the pain experienced by the patient. Following the ipg repositioning, the patient continues to run stimulation bilaterally.